Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl. No symptoms were reported at the time of the incident. The customer did not provide information on how he treated for the low blood glucose. The customer stated having issues with the sensor connecting to insulin pump. Troubleshooting was declined. Products will not return for analysis. Ozo-sensor.